Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care professional (hcp), and the consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) lumbar radiculopathy and spinal pain. It was reported patient had not charge his battery for 9 months, power on reset (por) was attempted but was unable to revive battery. Por cycle attempted without success. No the issue has not been resolved. No surgical intervention has occurred. Unknown if surgical intervention planned. Hcp stated that the patient has not used their system for years. Hcp indicated that patient met with someone to address the over discharge but they were not successful. No patient symptoms or complications were reported in this event. Patient is alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2013 product type lead product ID 977a275 lot# serial# (B)(4) implanted: (B)(6) 2013 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative 2018-08-07. It was reported the patient was getting a battery replacement because his battery was overdischarged. During the replacement it was discovered that three contacts had a high impedance 2 ,3,5. The lead was left in place per the physician, the physician was made aware of the impedance issues. It was reported the issue was resolved. No further complications were reported/anticipated.